Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument jaw was sheared off. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was damage with the broken tip. Instrument did not exhibit any broken cables. There were no broken pins nor bent jaws. Instrument was not used in the patient, therefore no fragment was reported to have fallen into the patient. A backup instrument was used to continue with the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a completely broken grip tip. A piece approximately 14.16 mm x 4.71 mm was found to be broken off. The broken piece was not returned. Components adjacent to this broken grip show damage. The complaint regarding the jaw was sheared off, was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal.